Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the distal df + setscrew hex slot. All other setscrews moved freely and operated normally. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had to be explanted and replaced during a lead revision procedure. Due to oversensing on the right ventricular (rv) channel, the competitor rv lead was revised. Then during the procedure, the physician attempted to connect the new lead to this ICD, however, the physician was unable to extend the setscrews of both df-1 connectors to affix the lead. The ICD was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.